Manufacturer narrative:
Two used/damaged a-beam-1 1.8mm x 130cm devices were returned to conmed for evaluation. Visual inspection of the two complaint devices found both units were received with broken ceramic tips. The devices were sent to the original equipment manufacturer (OEM) k.l.s. Martin for further evaluation. Based on the evaluation findings from the manufacturer, which confirmed that both probes were received with a thermally induced damage distal end. In one of the probes the ceramic tip is completely fallen out, in the other probe the shaft of the ceramic is still inside the tubing. In this probe the ceramic tip is broken. The distal end of both probes are showing heavy thermal damage. The same damage occurred to the ceramic pieces. The report further stated that the probes must have been operated far out of specification or that the user applied argon probe not against human tissue but against a metal part. Based on the evaluation results, the manufacturer concluded that no manufacturing defects have been identified. This device was manufactured on 04-apr-2016. (B)(4). The conmed beamer argon probe is a flexible, single patient use catheter which delivers argon gas for non-contact therapy through argon beam coagulation. All parts of this device that exit the distal end of the endoscope are considered applied parts. The beamer argon probe is indicated for argon enhanced coagulation of tissue. The following beamer argon probes are intended for optimal use with the beamer system 600 argon beam generator and the erbe connecting cable # 20132-158. Always make note of the diameter of the endoscope's working channel. The following maximum electrical ratings must be observed. A-beam-1 beamer argon probe, 160cm, single use, 1.8mm, minimum working channel 2.0 mm, maximum electrical capacity: 4.0 kvp maximum, power limit 50 watts. To reduce the risk of breakage and patient injury, the instructions for use (IFU) provides the user with the following precautions and warnings: be certain to check the compatibility of the endoscope channel with the package label for the beamer argon probe. Inspect the peel-pouch for damage that may have occurred during transit or handling. If damaged do not use. Use aseptic techniques when removing the beamer argon probe from the peel-pouch while inspecting for kinks or any other damage that may have occurred during transit. Inspect the integrated cable and hose accessory. Do not use if defective. Inspect the ceramic tip at the distal end of the probe. Do not use if probe is cracked, sharp or defective in any way. Warnings: use of this device on patients with esophageal stents requires careful positioning to avoid direct contact with metal stents. Never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation.

Event description:
The user facility reported that during use of the a-beam-1, 1.8mm x 160cm probes in a pulmonary procedure, the white ceramic tips came off inside the surgical site. The detached tips were removed with no problems and the surgery went on and completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.